Event description:
Customer reported to beckman coulter, inc. (Bec) that the mc (modular chemistries) side of the unicel dxc 800 synchron system had a leak at the sample probe. Customer reported that the volume of the leak was about 2-3 ml at each cycle. Customer reported that the leak was contained in the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the sample probe and replaced the solenoid valve.

Manufacturer narrative:
(B)(4).